Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device would not release from the patient. The device was removed with "force and counter pressure." A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Event description:
Caller states that the inform meter base had melted plastic around the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.